Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6)2010; a 419488 lead, implanted: (B)(6)2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an superior vena cava (svc) coil right ventricular (rv) lead fracture and there was high svc defibrillation impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.